Manufacturer narrative:
H.6. Investigation summary investigation no samples or pictures were received. Additional attempts to get more information or pictures were made, however in none of the cases additional information were provided. No DHR review can be carried out as lot number is unknown. According to this investigation this failure mode is already known since several complaints were received for the same condition throughout 2017. For this reason, a CAPA record # ca-rj001797 was opened to perform the investigation as well to implement corrective actions. Due to there is not a lot number reported under this complaint, it can¿t be determined if the issue came up before or after corrective action implementation. The corrective action was fully implemented for batches manufactured from 2018 on forward, in accordance to customer complaint records there are no complaints received from batches manufactured after corrective action. Root cause slot reference dimension was found greater (loose) than drawing specification. Corrective actions. 1. Align steel as per drawing requirement 2. Create mold inserts to be replaced if needed, during preventive maintenance. Conclusion based on this investigation this failure mode was caused due worn out on the mold, a corrective action ca-rj001797 was implemented, and no issues were observed during the effectiveness verification phase. If additional information that indicates that this issue came up after corrective action ca-rj001797, then a new complaint investigation will be open in the flex system to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes. H3 other text : see section h.10.

Event description:
It was reported that bd sharps collector 8 qt multi-use nestable lid did not shut. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the lid didn't shut.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sharps collector 8 qt multi-use nestable lid did not shut. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the lid didn't shut.